Event description:
The electrodes were attached to the pt and on analysis of the pt's heart rhythm, correctly advised a shock to be delivered. The device then issued a "low battery" warning. The pt then went into asystole so no shock was advised and the pad device correctly disarmed. The customer was concerned that the device had issued a "low battery" warning with a new pad-pak. The pt died.

Manufacturer narrative:
The pad and pad-pak used in the event were stored in the trunk of a car and were therefore not adequately protected from very low temperatures. Testing confirmed that the pad-pak was not depleted and had sufficient capacity to deliver therapy. Investigation of this complaint would indicate that the device issued the "low battery" warnings because the version of software in the device did not take account of ambient temperature and could therefore issue low battery warnings and/or turn the device off while there was still sufficient capacity in the battery for treatment to be delivered if necessary. Heartsine is issuing a correction to address the battery management software issue in which the software misinterprets a dip in voltage as a low battery which, in some instances, turns off the device. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use. In the case of this report, it is not known if this was the initial use of the device.